Manufacturer narrative:
(B)(4). Batch # r57r68. Device evaluation: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 30 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the firing trigger was broken, did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returning with the rest of the device for analysis? Or was it disposed of?

Event description:
It was reported that during a hemicolectomy procedure, could not fire farther and firing trigger was broken. During the open right hemicolectomy, could not fire farther after fired a half with ntlc55. The surgeon push the firing trigger with big force to continue but that caused the breakage. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, when the firing trigger was broken, did it break off of the device? Yes. If yes, did it fall into the patient? No. If yes, was it retrieved? Will it be returning with the rest of the device for analysis? Yes.